Event description:
Adverse event(s): "using readers, trouble watching tv, having distance problem with focusing, vision was better before surgery" (vision, impaired). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported that following bilateral intraocular lens implant surgeries, she now has to use readers as she has trouble watching tv, especially if there is anything in print. She stated that the surgeon has plans to remove [the] membrane to help with the reading problem. She also reported having distance problem with focusing. She stated that her vision was better before the surgeries. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event; this report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. At the consumer's request, the surgeon was not contacted. (B) (4). (B) (4). (B) (4).